Event description:
It was reported that the patient presented in the ER due to complications not related to the device system. Oversensing and noise was observed. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin and trifurcation boot were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.